Event description:
The reporter contacted animas on (B)(6) 2013 and stated the up and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/20/2013 with the following results: unable to duplicate intermittent 'up' and 'down' arrow buttons. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. No contamination or any other anomaly found. Unrelated to the complaint, observed the text on the display screen is dim/faded upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Also unrelated, observed vibration motor failure. Opened pump to examine and test vibration motor. Testing confirmed motor inoperable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.